Event description:
It was reported PICC implante(B)(6) 2025. 246 days later patient removes PICC for end of therapy hcp finds partial rupture on device at 26.5 cm. Check stabilization performed with weekly griplock change. Zero mark at insertion point. The patient has not been damaged and no other interventions were necessary.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking PICC is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed the device held in hand by a clinician. A large split, spanning most of the circumference of the tubing, is visible on the catheter shaft. No details of the damage could be discerned from the photograph. No additional damage was discerned. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.